Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty placing this right atrial (ra) lead due to the patient's tortuous anatomy. Once placed, the physician was unable to extend the helix with 30 rotations. A new stylet and repositioning tool were used and another 30 turns were performed. The helix did partially extend, but never fully extended. Attempts to retract the helix were also unsuccessful. The ra lead was then connected to a pacing system analyzer (psa) and noise was observed. At this point, the physician determined that the lead had fractured and the lead was removed from the pocket. A new lead was successfully implanted. This lead was attempted and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.